Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that on multiple occasions, the customer's battery had been depleting too quickly. In one instance, the battery depleted from 80% to 5% within a few minutes. There was no reported impact to the customer's blood glucose level. The customer reverted to using another pump to manage diabetes. As the customer did not have the tandem pump at the time customer technical support was contacted, troubleshooting to determine a possible cause was unable to be performed.